Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the atb45 staples malformed. Another device was used to complete the case. There was no consequence to the pt.